Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump failed accuracy by -14.8%. No patient injury reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. Three separate accuracy tests were ran, and the device was found to be over delivering to the manufacturing specifications. The expulsor out of mechanical spec due to reasons unknown. The expulsor will be replaced.